Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:35:34. During night drain cycle nine, the patient's ultrafiltration reading was 1841ml, indicating the home patient (hp) drained 1556ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. The product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional: the device brand name is a homechoice pro. Additional: the device catalog number is r5c8320. Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.